Manufacturer narrative:
Additional information: date of birth; brand name, common device name, device manufacture date. An event regarding disassociation, abnormal ion levels, pain and possible altr involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, medical records, progress notes, x-rays, histopathology reports and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device (left hip) the patient began experiencing discomfort in the area of her device. It is further alleged that initial diagnostic workup revealed gross failure of the accolade trunnion and marked elevation of serum cobalt, chromium, and titanium. As a result, the device was surgically removed and upon removal severe and permanent tissue and muscle damage was noted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device (left hip) the patient began experiencing discomfort in the area of her device. It is further alleged that initial diagnostic workup revealed gross failure of the accolade trunnion and marked elevation of serum cobalt, chromium, and titanium. As a result, the device was surgically removed and upon removal severe and permanent tissue and muscle damage was noted.